Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain resulting in his decision to have the device explanted. There was no reported infection. The device was explanted on (B)(6) 2010. There are no plans to reimplant with another device.

Event description:
Ethibond excel green braided polyester suture 2-0, (3.0 metric) 36" has been misthreaded on multiple occasions onto the sh 26mm 1/2c taper. When the suture kit has been started it tightens up and will not pull out and another one has to be started. I have four (4) in my possession. They seem to be threaded wrong at the manufacturing site.